Manufacturer narrative:
Response to h3: device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Individual reported to cue health on (B)(6) 2024 on behalf of a friend stating that they received a suspected false positive result on an undisclosed date using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number or reader sn were not provided). Two repeat cue covid-19 tests performed on the same day provided negative results. Individual states customer did not have any symptoms or known exposures. Although requested, individual who reported the complaint was unwilling to provide contact information for the customer experiencing the issue. No further information was provided regarding this suspected false positive result.